Manufacturer narrative:
Upon follow-up, the customer had manual injections as alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms had occurred. The pump supplies were changed multiple times. Blood glucose (bg) was high. Insulin injections were administered. As the occlusions had occurred in the past, a possible cause of the occlusions could not be determined.